Manufacturer narrative:
A regulator sample was returned to the contract manufacturer for investigation. Per the manufacturer, the sample was tested per their final test procedure and the sample did not pass the pressure testing with a dead-end pressure that was above the acceptable range. This indicates that the regulator would have delivered more pressure than is standard. This finding is unusual given the nature of the complaint. Based on qa assessment, the product met specifications at the time of release. A review of confirmed complaints showed a spike in complaints for gas not coming out of regulators however, to date, no trend in these complaints has been observed. Per the manufacturer, a review of their confirmed complaints showed 10 complaints related to flow rate against these type of regulators since the beginning of 2011. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but is not available for this report. (B)(4).

Event description:
A health professional reported that an ophthalmic gas regulator valve would not deliver gas during surgery. An alternate regulator valve and ophthalmic gas tank was obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested.